Manufacturer narrative:
Evaluation of the returned pod10 revealed offset coil winds near the proximal end of its embolization coil. If the device is forcefully manipulated against resistance, damages such as this may occur. The non-penumbra microcatheter used in the procedure were not returned for evaluation. During functional testing, the pod10 was able to advance through a demonstration lantern without issue. Therefore, the root cause of the resistance experienced during the procedure was unable to be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, while advancing a pod coil through the microcatheter, the physician experienced resistance, and the pod coil would not advance any further. It was reported that the microcatheter was flushed several times, but the issue was not resolved. Therefore, the microcatheter and pod coil were removed. The physician then attempted to advance the same pod coil into a second microcatheter; however, the same issue occurred. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the second microcatheter. There was no report of an adverse effect to the patient.